Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a plastic cap that was clogged in the biopsy channel - however, the material in the channel was unable to be further specified. Moreover, no deformation/damage of the channel was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera olympus cf type q165l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera olympus cf type q165l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera ii colonovideoscope had foreign matter and nozzle clogging that were found during repair estimate inspection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leak found at switch 2, channel mount unit clogged, bending section rubber or distal sheath adhesive cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.